Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 10, 2016. Method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint, device not returned. The sample was not returned for evaluation and a lot number was not provided; therefore, a complete investigation could not be performed and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
During the engineering design and control process, the user facility provided terumo cardiovascular systems corporation with feedback regarding the beating heart product line. The feedback was regarding concerns with the overmold breaking on the titan stabilizer and the malleability of this component. This complaint is based on customer feedback alone, and not on an actual event occurrence; therefore, there is no patient or surgical effect.